Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of the impactor tip is missing. The missing piece was not returned with the device. The device exhibits signs of extreme wear and use. There is no lot number available for this device. A medical investigation was conducted and confirms this case reports the offset positioner/impactor broke during use. It is unknown whether the broken piece fell inside the patient, and there has been no response to the documentation/information requests. It is also unknown how the procedure was completed. There was no patient injury, delay or other complications reported. Therefore, since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a thr the following instruments broke. Instruments inside patient. Unknown how the procedure was finished or if there was a surgical delay.